Event description:
Using an endoscopic stapler on the appendix stump, the stapler malfunctioned and didn't staple all the way, then it wouldn't open and release off the appendix. Surgeon then had to twist it off. Surgeon had to use another stapler and staples to remove the appendix completely. Dates of use: (B)(6) 2018. Diagnosis or reason for use: acute appendicitis, laparoscopic appendectomy. Operative report (excerpt) by the involved surgeon: the appendix was identified. It was initially covered with omentum. This was taken down. It was very acutely inflamed, necrotic appearing, was elevated. The endo-gia gray load was placed across the mesoappendix. It got stuck - indication was that was functioning normally. The staple had been placed properly. After 2 fires, it got stiff, it would not progress any longer. It would not open up, but reverse the blade direction, everything I can possibly do would not open up bilaterally, just had to teat if off to get it out and that caused bleeding one of the appendiceal arteries, but we were able to use clips and effectively controlled this without difficulty. The blue load from a different machine was then used across the base of the appendix. Staple line looked intact. The appendix removed with the endocatch bag. The area was irrigated. There was minimal blood loss less than 20. No evidence of any continued oozing or bleeding.